Event description:
It was reported that a superion indirect decompression system patient stated their "vf procedure failed." No further information was able to be obtained despite good faith effort attempts.

Event description:
It was reported that a superion indirect decompression system patient stated their "vf procedure failed." No further information was able to be obtained despite good faith effort attempts.